Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of leakage from the insertion section was confirmed. Due to a pinhole on bending section cover the (a-rubber), had water tightness lost. Additionally, the image guide (ig) tube had coat peeling from deterioration, and the image guide (ig) tube indicator disappeared from deterioration. Furthermore , during device evaluation, the following findings were identified and are as follows: adhesive on bending section cover (a-rubber) had a chip, the connecting tube had a wrinkle, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to a dent on the channel tube (ch-tube), the forceps could not be inserted smoothly, due to a dent on the (ch-tube), the channel cleaning brush could not be inserted smoothly, the eyepiece had a scratch, the image guide bundle had significant breakages, the connecting tube had a dent, the connecting tube had a buckling, the universal cord had a dent, and the universal cord had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the oes bronchofiberscope experienced leakage from the insertion section. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the image guide (ig) tube had coat peeling, and the image guide (ig) tube indicator disappeared. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.